Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the suite pc failure. Upon troubleshooting, fse found that suite pc would not booting up entirely. Fse replaced the suite pc as well along with dvi ext as existing dvi was not connecting with new pc. After replacement, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the suite pc would not turn on. There was no report of harm. Philips has started an investigation of this complaint.